Event description:
It was reported to boston scientific corporation on may 01, 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure the month prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the device was advanced beyond the target site, slightly inflated, and then pulled back to the target site. The physician attempted to further inflate the balloon, but a leak occurred. The device was removed from the patient and it was found that the balloon was ruptured. The procedure was successfully completed using an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The suspect device was returned without the balloon therefore, the evaluation could not be completed. The cause of the reported malfunction could not be determined.